Manufacturer narrative:
Pt identifier) requested but not provided. Age at time of event, date of birth) requested but not provided. Weight) requested but not provided. Model and lot#) lot # requested but not provided. Approx. Age of device) unknown as lot # was not provided. (B)(4). Device manufacture date) unknown as lot # was not provided. The event is currently under investigation.

Event description:
A (B)(6) male patient had an imperforate anus at birth and had experienced bowel problems ever since. The original chait percutaneous cecostomy catheter was inserted (B)(6) 2014 . The patient was having a shower when the catheter broke. The patient went to his local hospital and it was noted the curly part of the tube remained within the patients body. This was monitored progress through bowel by CT. On (B)(6) 2016 a mini laparotomy / exploration of chait tract was conducted. No adverse effect to the patient were reported. Additional information provided 10may2016: the original chait was inserted (B)(6) 2014 and the chait was changed every 6 months per protocol. A change of the chait was done on (B)(6) 2016-routine booking. However, this chait broke (B)(6) 2016. The patient went to the local hospital and was transferred to a facility on (B)(6) 2016. The patient went to the theatre (surgery) on (B)(6) 2016 and a new device was inserted.

Manufacturer narrative:
(B)(4). Investigation / evaluation: the device was not returned. However, during the course of the investigation, a review of the complaint history, quality control, trends, and instructions for use (IFU) was conducted. There is no evidence to suggest that the device was not manufactured to specification. As no product was returned and based on the limited information provided, we are unable to determine with certainty the root cause of this complaint. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, additional risk reduction is not required.

Event description:
A (B)(6) male patient had an imperforate anus at birth and had experienced bowel problems ever since. The original device was inserted a year and a half ago. The patient was having a shower when the catheter broke. The patient went to his local hospital and it was noted that the curly part of the tube remained within the patients body. This was monitored progress through bowel by CT. At a later date a mini laparotomy was conducted. The unretrievable device fragment was passed through the bowels. Additional information provided: the original device was inserted a year and a half ago and changed every 6 months per protocol. A change of the product was done in (B)(6) as a routine booking. However, this product broke in (B)(6). The patient went to the local hospital and was transferred to a facility four days later. The patient went to the theatre (surgery) in (B)(6) where a new device was inserted.